Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn off was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a pc board contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter has failed testing, the battery was found to be leaking. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.